Manufacturer narrative:
Based on the available information, no conclusion can be made. Per the medical records, post implant of perfix plugs (device #1 and device #2), the patient was diagnosed with recurrent hernia, adhesions and underwent repair with ventralight st mesh and removal of old meshes (device #1 and device #2). Adhesion and hernia recurrence are known inherent risks of surgery and listed in adverse reactions section of the instructions-for-use supplied with the device, as possible complications. This emdr represents the perfix plug (device #1). A supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the patient's attorney: (B)(6)2007 - patient was diagnosed with umbilical hernia and underwent open repair with perfix plug. Per the operative report details, ¿dissected the umbilicus off the fascia and dissected the hernia free. We then reduced it fully, placed a medium perfix plug (device #1) into position and sutured¿. (B)(6)2011 - patient was diagnosed with ventral hernia and underwent open repair with large perfix plug. Per the operative report details, ¿we dissected down to the hernia and a large perfix plug (device #2) was sutured.¿ (note, there was no mention of device #1 during this procedure). (B)(6)2016 - patient was diagnosed with ventral hernia and epigastric abdominal pain and underwent laparoscopic repair with ventralight st. As per the op-notes, ¿there were copious amounts of adhesions between the prior mesh and the omentum as well as the small bowel. We spent about an hour taking down these adhesions. Ultimately, we excised the mesh in the superior hernia completely; and we need to cover about a 7-8 cm area that included the small hernia, as well as 2 cm hernia that was incarcerated. In addition, she did have an umbilical hernia where mesh was excised and hernia superior to this epigastric hernia, and the meshoma was excised and therefore we felt it would be best to cover all these hernia defects. We closed the hernia defect with suture and placed ventralight st mesh (device #3).¿ attorney alleges adhesions, bowel/intestinal obstruction, pain, hernia recurrence, infection, emotional injuries, constant nausea, fatigue and headaches.